Manufacturer narrative:
The returned device was evaluated and the device had the cannula assembly fully deployed and the needle completely retracted. The download data indicates that the pod completed both its first and second priming sequences. Device ran for 294 pulses. No damages or defects were observed that would result in a needle mechanism failure. The cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula deployed late. The patients reported blood glucose level was 250 mg/dl. The pod was worn less than an hour.